Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a damaged air detector sensor, a cracked battery door and bubbled downstream occlusion sensor seal. The customer stated problem was confirmed. The device found air detector sensor failed during testing and was physically damaged by user. It was determined that the air detector sensor was inoperable due to customer damage and the root cause of the issue. The air detector sensor was replaced. The root cause was determined and traced to the user - damage to the air detector sensor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed -air detector- alarm during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a damaged air detector sensor, a cracked battery door and bubbled downstream occlusion sensor seal. The customer stated problem was confirmed. The device found air detector sensor failed during testing and was physically damaged by user. It was determined that the air detector sensor was inoperable due to customer damage and the root cause of the issue. The air detector sensor was replaced. The root cause was determined and traced to the user - damage to the air detector sensor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed -air detector- alarm during testing. No patient injury was reported.